Event description:
Note: this report pertains to the third of three complaints that occurred during the same procedure. Refer to manufacturer report# 3005099803-2010-01552 and 3005099803-2010-01553 for the associated device reports. It was reported to boston scientific corporation on (B)(6), 2010 that three extractor retrieval balloons were used during a biliary stone removal procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the balloon was damaged. Further clinical follow up indicates that all three retrieval balloons used during this procedure ruptured during stone removal, however no pieces detached inside the patient. The procedure was successfully completed with a fourth of the same device. There were no patient complications as a result of this event. The patient was reported to be stable at the conclusion of the procedure.

Manufacturer narrative:
A visual examination of the returned device found no damage to the working length of the catheter shaft. Using the enclosed syringe, the balloon was inflated and remained inflated for 5 minutes. The balloon was immersed in water during these 5 minutes and no leak as observed. The device inflated and remained inflated. As there were no defects noted, it is possible that the syringe was attached to the inject hub or that the syringe was not attached to the inflation hub correctly; however these cannot be determined conclusively, therefore the root cause for this complaint is "not confirmed." A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the third of three complaints that occurred during the same procedure. Refer to manufacturer report# 3005099803-2010-01552 and 3005099803-2010-01553 for the associated device reports. It was reported to boston scientific corporation on (B)(6), 2010 that three extractor retrieval balloons were used during a biliary stone removal procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the balloon was damaged. Further clinical follow up indicates that all three retrieval balloons used during this procedure ruptured during stone removal, however no pieces detached inside the patient. The procedure was successfully completed with a fourth of the same device. There were no patient complications as a result of this event. The patient was reported to be stable at the conclusion of the procedure.